Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to infection. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.

Event description:
Per the clinic, it was reported the patient was treated with oral, topical, and intravenous antibiotics (specific dates and duration not reported).